Event description:
Customer reported a hypoglycemic event. Customer was on vacation and kept getting low blood glucose. The paramedics were called to treat a 28 mg/dl. Customer was treated with food. Customer was not taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see report # 3004209178-2013-99685.